Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The enterprise stent proximal end would not deploy/expand during a stent assisted coil embolization of an anterior communicating (a-com) aneurysm. The distal end of the stent fully expanded. The stent was deployed at the site and there was no reported adverse event. It is not known if any other actions were taken after the event or if the stent completely expanded and apposed the vessel wall. The stent was deployed by withdrawing the microcatheter, and during deployment, prior to detach, the microcatheter was not push forward/re-advanced. A balloon or stent remodeling product was not used during the procedure. There is no information regarding aneurysm/vessel size or characteristics. No further clinical, procedural information or films are available. The device remains implanted and procedural films are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425461. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited procedural information and without procedural films, no conclusion can be made regarding the reported incomplete proximal stent expansion after deployment. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Note: lake region lot number (B)(4) which is cordis lot number 01425461. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425461. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4), which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the neurovascular procedure, the enterprise stent proximal end would not deploy/expand during an a-com aneurysm coiling procedure. The stent was deployed at the site and there was no reported adverse event. The product is not going to be returned for analysis. The stent was deployed by withdrawing the microcatheter. A balloon or stent remodeling product was not used during the procedure. No further information, including films are available. Additional information will be submitted within 30 days of receipt.

Event description:
During the neurovascular procedure, the enterprise proximal tip would not deploy during an a-com aneurysm coiling surgery. The stent was deployed at the site and there was no reported adverse event. The product is not going to be returned for analysis.